Event description:
The reported description notes that the bedside monitor did not alarm for a spo2 desaturation condition. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the bedside monitor did not alarm when the pt's o2 level dropped below the configured parameter. The customer stated that the cited bedside monitor was tested by the hospital's biomedical engineering team and philips field service engineer after the date of the event. The bedside monitor met the MFR's specs - no problem was found. Based upon the central monitoring logs and strips from the bedside monitor, the customer stated that the monitor did produce a desat alarm to alert the user at the reported time of the event. Device labeling (IFU) adequately describes control of alarming, including acknowledgement (silencing) of alarms. Consideration of this complaint and similar complaints supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.